Manufacturer narrative:
D1, d3: corrected. One device was returned for evaluation for complaint of intermittent connection alarms between module and pump. Service history review identified there was no indication that the complaint was related to a service of the device within the 12-month period. The reported issue was not duplicated through functional testing. No faults were detected during the inspection. A successful wireless ping was sent to the pump, demonstrating an average response time of 139 milliseconds, indicating efficient communication. Furthermore, the internal battery was charged for an extensive period of 250 hours, and it retained the charge well. The event log points to depleted battery issues with the module and coin battery on the pump. The reported issue was resolved by charging the communication module and coin battery on the pump. Device passed all functional and delivery tests.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed for intermittent connection between module and pump. This was an out of box failure. The event occurred in the hospital, and the operator was a biomed technician. This was not reported to the FDA. The issue was not resolved. There was no patient involvement, and no harm/adverse event reported.